Event description:
It was reported that a lead warning was triggered due to intermittent oversensing. The oversensing could not be reproduced when moving the patient's arm. The sensitivity was changed and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.